Manufacturer narrative:
The subject device has not been returned. The legal manufacturer's investigation has been completed. The device history records (DHR) for this device could not be reviewed since the lot number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events since the device was not returned for evaluation.

Event description:
Olympus reviewed the following literature titled "long-term outcomes of esophageal squamous cell carcinoma with invasion depth of pathological t1a-muscularis mucosae and t1b-submucosa by endoscopic resection followed by appropriate additional treatment". Literature summary: endoscopic resection (ER) is indicated for a wide range of superficial esophageal squamous cell carcinomas (esccs)w. E examined the long-term outcomes in patients with pathological (p) invasion of escc into the t1a-muscularis mucosae (mm) and t1b-submucosa (sm) after ER, for which data on prognosis are limited. Type of adverse events/number of patients: event 1:stenosis (mm 13.9%, sm1 10.7%, sm2 8.7%), event 2:perforation (mm 1.3%), event 3:delayed bleeding (mm 0.6%), event 4:local recurrence(10), metastatic recurrence(8), regional ln metastatic recurrence(6), distant metastatic recurrence(3), ln metastasis detected in esophagectomy(4), overall metastasis(12), event 5:death due to escc(2), event 6:death due to other causes(49). The deaths have been determined to be not reportable. This article includes 2 reports: (B)(6) ae for kd-650l and (B)(6) ae for kd-612l. This is report 2 of 2 for (B)(6) ae for kd-612l.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the author.

Event description:
Additional information received from the author: in the medical opinion of the author, the olympus devices did not cause or contribute to the adverse events. There was no malfunction of the olympus devices. The author stated the following treatments/procedures were performed: endoscopic balloon dilation for stenosis, conservative treatment after clipping for perforation, and emergency endoscopy to perform hemostasis for delayed bleeding. Recurrence was addressed with multidisciplinary treatment involving chemotherapy, radiation therapy, and surgery.